Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/30/2019. Additional h3 investigation summary: an empty opened folder, a dispensed suture and two detached needles of product code m8702, lot # mjr674 were returned for evaluation. This product code is double armed. During the visual inspection of two detached needles, the swage and attachment area were noted to be as expected and no remnant suture could be observed into the barrel hole. Marks at the body of the needle that appears to be by use of a surgical instrument were found. In addition, not impression at the swage area were noted at the ends of the suture, since were cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the pull off - suture needle suggest an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2019 and suture was used. During the procedure, while surgeon attempting to suture, the needle dislodge from the suture. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.